Event description:
It was reported that the customer received a cartridge alarm while the pump was in use. Attempts to resolve the issue by loading a second cartridge resulted in the alarm recurring, leading to the decision to replace the pump. There was no information available regarding the customer's blood glucose levels at the time of the event. Technical support arranged for the pump to be returned and provided necessary instructions for this process. A replacement pump was to be sent, although the customer chose not to disclose the type of backup therapy used to ensure uninterrupted insulin delivery.